Event description:
It was reported that a device was used during a laparoscopic ectopic procedure. It was reported the pouch ruptured during removal of specimen. Case was converted to a mini laparotomy to remove ruptured bag and suture. There was no consequence to pt.